Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed in the blower kit.  In addition to the above findings, it was also determined that there is debris on the lcd screen, scratches on the lcd screen, and damaged buttons on the upper enclosure, and bottom enclosure is cracked. There was evidence of contamination from cigarette smoke or insect infestation.